Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been treated by the paramedics at work with hypoglycemia. The patient's blood glucose reached 20mg/dl while wearing the pod for 4 to 24 hours on the hip/buttocks. Symptoms reported were trouble focusing. The patient was given oral glucose and the pod was removed by the paramedics.